Event description:
(B)(4). It was reported that nausea, dizziness, angina and in-stent restenosis (isr) occurred. In (B)(6) 2010, the subject presented with retrosternal chest discomfort associated with upper back discomfort with physical activity and mild dizziness. The subject was diagnosed with stable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. Target lesion #1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 70% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.00 x 16 mm taxus® liberté® drug eluting stent, following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and prasugrel one day post procedure. In (B)(6) 2014, the subject presented with a two-month history of exertional crescendo angina, nausea, dizziness and substernal left sided chest pain associated with pain between shoulder blades. The subject was scheduled for cardiac catheterization on a later date. Two days after, the subject was hospitalized for the scheduled cardiac catheterization. At the time of event, the subject was taking aspirin only. The study drug per protocol was last taken in (B)(6) 2012 and other antiplatelet medication was never taken. Coronary angiography was performed and revealed 70-75% eccentric isr of the previously placed study stent located in the proximal lad. It was treated with direct stent placement using a 3.00 x 12 mm non bsc drug-eluting stent. Following post-dilatation, residual stenosis was 0%. The event was considered to be resolved without residual effects. The subject was discharged on aspirin and prasugrel the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).